Event description:
It was reported that the castvac began smoking during a procedure. The case was completed with another device. There was no medical intervention required. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The castvac was received at the MFR for eval, and the reported condition of the device smoking was duplicated. Based on the investigation details, the likely cause was a damaged power cord assembly, which was replaced.